Manufacturer narrative:
The account reported during a bilateral augmentation mammoplasty a patient was burnt by a cautery device. The cautery tip "arced" while in using causing a burn. The insulation near the blue coating also melted on the device. The electrode was removed from the field and new device was procured to complete the procedure. The surgeon excised the area during the procedure causing a minor delay. No further treatment or follow up was required. The sample was returned and the complaint was confirmed, a root cause could not be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a cautery device "arced" and burned a patient.